Event description:
An endeavor 2.75mm diameter x 18mm length rapid exchange stent was implanted in a 2nd obtuse marginal with no occurrence of device failure during the index procedure. It was reported that approximately 9 months post the index procedure, the patient presented with silent myocardial ischemia. Two other branded stents were deployed in mid left anterior descending and 1st diagonal, however, a day later, the patient presented with chest discomfort. Despite medical intervention, the patient passed away.

Manufacturer narrative:
(B)(4): evaluation results: hp, hl; death. Conclusion: patient's condition predisposed event - hp, hl.